Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wqma , implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they stopped feeling the stimulation and therapy was on. The patient changed from program 1 at 3.4v to 4.6v but still did not feel stimulation in the bicycle seat region. The patient stated that they rather felt stimulation near the implant site. The event occurred during product use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient did not feel stimulation and her flow was worse. It seemed like she could not get a way from the bathroom, she kept urinating and urinating. When she thought she had expressed all the fluid that was in there, she had to go back. The only time she had several hours of relief was when she was sleeping but between 7 and 7:30 she had to get up to release the urine. During the day when she tried to go about her business, she had no protection at all. The patient did not feel stimulation and therapy was on. She thought she was doing something wrong. She was previously on p1 at 4.6v but at the time of report, she was on p4 at 3.7v. After numerous attempts, she was able to successfully activate p2 and increase up to 4.7v and decrease back to 4.0v. She still did not feel stim but she wanted to try program 2 at 4.0v. She did not feel stimulation in the correct area. No further information was provided.

Event description:
Additional information received from the patient in response to follow-up reported that her urologist performed stimulation for the area, using her own device. This action was stated to be fixed to last for about 2 months.